Event description:
A malfunction on the pump was reported by the caller, who did not reset it initially. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance and information to reset the pump, which successfully resolved the issue, allowing the customer to continue using the pump. The customer was advised to contact technical support again if the malfunction code reappeared.